Manufacturer narrative:
The device was not returned for investigation. From the complainant report prior to manta deployment, a hematoma was present at the access site. Additionally, a surgical cut down was performed and the manta implant was found in the tissue tract. Angiograms were obtained by essential medical and confirmed the manta implant was positioned in the tissue tract. It is speculated that the hematoma compromised the accuracy of the puncture depth determined during the puncture location procedure. The IFU lists in the special patient populations section, "patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation." The depth location was increased to +2 to account for the hematoma; however, there is no current data proving this would be effective the risk of failing to achieve hemostasis and access site complications such as hematoma leading to surgical intervention is written in the IFU as possible adverse events. Risk documentation was reviewed and this type of incident is a known risk. The occurrence rate of this type of incident remains below acceptable risk documentation occurrence levels. The device history record was reviewed and no non-conformities related to this event were identified. Based on the information reviewed, there is no indication of product quality issue with respect of manufacture, design, or labeling.

Manufacturer narrative:
The IFU lists failed hemostasis requiring surgical cutdown as a possible adverse event. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019 on a (B)(6) male patient. It was reported that there was "a lot of resistance" when the physician attempted to advance the valve through the sheath. It was reported that there was an arterial bleed post deployment. A hematoma was noted prior to deployment so the depth location was increased from +1 to +2 to account for the hematoma. Manual pressure was held for 15 minutes but hemostasis was not achieved. A balloon was inflated to achieve hemostasis and the vascular surgeon was called to perform a surgical cut down. The entire implant was found extravascular. The physician suspected that the toggle was pulled through the arteriotomy.